Manufacturer narrative:
Patient weight not available from the site. Tracer pointers were returned to the manufacturer for evaluation. Testing found that the coils would show a fault on a known operational navigation system.

Event description:
Medtronic received information that, while in a catheter placement procedure, instruments displayed faults on the navigation system. An additional electromagnetic interface box was tested without resolution. It was noted that the issue occurred with two separate tracer pointers. A third tracer pointer was used with resolution. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.